Event description:
While reviewing instrument files, siemens determined that discordant concentrated carbon dioxide (co2_c) results were obtained on a patient sample on the atellica ch 930 analyzer. Siemens follow-up with the customer, who communicated that the initial result was not reported to the physician(s) and repeat result matched patient¿s history. The repeat result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous elevated co2_c result.

Manufacturer narrative:
While reviewing instrument files, siemens determined that discordant concentrated carbon dioxide (co2_c) results were obtained on a patient sample on the atellica ch 930 analyzer. Quality control was in range on the day of testing. The customer also indicated that a 4-point precision study was performed on the analyzer and recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse aligned mixers, dilution, and sample arms, removed the reaction washer 2 solution pump manifold tubing connector, cleaned the threads and manifold, replaced and tightened tubing connector, primed instrument and reaction washer probes, and ran auto check, which recovered acceptably. The customer ran a 10-point precision test, which recovered acceptably. Then, the cse replaced and primed reaction washer (rw) probe 1 dispense (r1d), rw probe 2 dispense (r2d) and rw probe 3 dispense (r3d) cluster, replaced reaction cuvettes, and aligned the washer. Then, the cse determined that liquid dripped in the reagent 1 probe (r1) area and potentially into the reaction cuvettes. Additionally, the cse replaced the r1, verified dilution arm, r1, and reagent probe 2 (r2) alignments, aligned reaction washer to the cuvettes, and performed bottom alignment. The cse also inspected the impeller, verified the alignment, replaced the mixer, and performed an auto-check for the mixer, which recovered acceptably. Next, the cse performed alignments on the rw assembly, replaced and aligned the dilution mixer, and ran service method tests and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the leaking r1 potentially contributed to the discordant co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.